Manufacturer narrative:
Correction: d4.

Event description:
It was reported that on (B)(6) 2017, a 27mm epic valve was implanted. On (B)(6) 2025, one of the epic valve leaflets was noted to be torn resulting in mitral regurgitation. The device was explanted and replaced with a 29mm epic valve to resolve the event. The patient is stable and has been discharged.

Manufacturer narrative:
Explant due to leaflet tear and mitral valve regurgitation was reported. The device was returned to abbott for investigation. The gross examination revealed cusp 1 had mild fibrous thickening. An 8mm tear in the free edge of cusp 2 along the stent post shared with cusp 3. There was patchy pannus formation which did not extend onto the valve cusps. Microscopic examination revealed that there was thinning and loss of collagen fibers at the tear site. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported mitral valve regurgitation appears to be a cascading effect of the leaflet tear. However, the cause of the leaflet tear could not be conclusively determined; however, the degenerative changes noted to the tissue at cusps 2 could have contributed to the leaflet tear. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted and another was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2017, a 27mm epic valve was implanted. On 30 apr. 2025, one of the epic valve leaflets was noted to be torn resulting in mitral regurgitation. The device was explanted and replaced with a 29mm epic valve to resolve the event. The patient is stable and has been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 27mm epic valve was implanted. On (B)(6) 2025, one of the epic valve leaflets was noted to be torn resulting in mitral regurgitation. The device was explanted and replaced with a 29mm epic valve to resolve the event. The patient is stable and has been discharged.